Manufacturer narrative:
Additional information was received that the unit was functioned within manufacture specifications. The reported event was not confirmed. There was not a reportable malfunction. H3 other text : additional information was received that the unit was functioned within manufacture specifications. The reported event was not confirmed. There was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in a leak causing a loss of mechanical ventilation. There was no report of patient involvement.